Event description:
The customer reported that drive support cap was protruded, and he pushed back in. The caller mentioned that he has not used the device in years. The customer mentioned not having interest in a replacement instead having a credit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.